Event description:
It was reported that the device system was explanted due to infection. It was noted that the incision was not fully closed and there was a small pinhole at the end of the incision. A temporary pacemaker was placed. The patient was stable post-procedure.